Manufacturer narrative:
Product analysis :corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 was cleared in the united states. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with kyphosis underwent thoracolumbar-sacral spinal fixation (th10-s2ai). Intra-op, surgeon noticed burr while placing the rod. Set screw was changed and the surgery was continued. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.